Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported event was confirmed. The posterior needle engaged with the posterior cuff was observed in the foot pocket indicating a complete blow through did not occur. By design, force required to push a cuff through the back wall of the foot allowing suture retrieval during plunger retraction is referred to as blow through. In this case, it is possible that the plunger was not fully depressed flush with handle body and resulted in an incomplete blow through. Additionally, device analysis revealed a posterior foot break; the foot was returned with the device. Based on analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A conclusive cause for the reported failure could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that puncture closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, "the device was defective." The method of achieving hemostasis was not specified. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. It is unknown if the physician is trained in the use of the proglide device. No additional information was provided.